Manufacturer narrative:
This product is not marketed in the us. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the 12.6 mm vicm5_12.6, -5.00 diopter, implantable collamer lens got adhered to the forceps and tore when the surgeon loaded it into the cartridge before implanting the lens into the eye on (B)(6) 2017. Another lens was implanted into the patient's left eye (os).

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial. Visual inspection found the haptic torn and residue/debris on lens. Work order search: no similar complaint type event was reported for units within the same lot. Corrected data: another lens was implanted into the right eye (od). Device evaluated by manufacturer: in the initial MDR, corrected from yes to no. Claim# (B)(4).